Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department complaining of an episode of confusion and was diaphoretic and it was further reported by the patient's spouse that the patient's heart rate had been below the implantable cardioverter defibrillator's (ICD's) programmed rate and that the patient's blood pressure had measured in the 70's. An interrogation report was generated and information received on the remote transmission of that report was reviewed by qualified personnel and it was determined that the device was functioning within normal parameters. The ICD remains in use. No further patient complications have been reported as a result of this event.